Manufacturer narrative:
Device not returned. All information known or reasonably known to battelle has been included in this submission. Any blank fields indicate that information was unavailable.

Event description:
User reported mask had hair on it. The masks associated with this event were decontaminated with the battelle ccds "closed system" process.